Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. Per the patient, the medication started with the letter d, but they didn¿t know the name of it. The indication for pump use was spinal pain. The patient reported that the communicator charging port was ¿all messed up.¿ it looked ¿like the charging wires are bent a little bit on both of them, in reference to patient's handset and communicator charging cords being bent at the bottom where they go into the respective charging ports.¿ the patient stated that they were having difficulty recharging the communicator because the port was damaged. The agent asked how long the communicator charging port had been damaged and the patient stated it had been getting worse and today it just stopped working, but did not provide further information. The patient stated that they have had the handset plugged in for a couple of minutes, but it seemed that the handset was discharging, and that the cord was loose and didn't feel like it went in all the way into the handset charging port. The patient mentioned they have a difficult time reading. The issue was not resolved. A replacement communicator and handset with a compatible wallet case were requested from the repair department because the charging ports were loose/damaged.

Manufacturer narrative:
Continuation of d10: product ID tm90d0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90d0, serial/lot #: (B)(6) , ubd: 19-apr-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.